Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump buttons were unresponsive. The customer states the pump will beep for a little and then stop but nothing shows on the pump screen. The customer's blood glucose level was 300mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
After battery installation the insulin pump powered up and the display froze after count up followed by an unexpected constant tone alarm; the problem was isolated to the mother board. Unable to perform any test or verify unresponsive button due to frozen screen. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.